Event description:
The customer reported that the system would not lock technique for good image during a case and the system intermittently ramps the technique to a black screen. No patient injury was reported.

Manufacturer narrative:
The ge service rep verified the system will not fluoro. He saved the config files, flashed the nodes, and removed and replaced the ffb. He restored the config files. The rep tested the system with 3 minutes of fluoro at different levels of technique. The system is operating as intended.